Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, after 2.5 hours into the procedure, the device's handle would not return from locked state after the sealing was completed. The product was removed from the tissue without particular problems. A new device with the same specification was taken out and the operation was completed without problems. There was no patient injury.